Event description:
A patient reported while using the night aligners their two front teeth are still crooked, and the gap is still present. The patient was evaluated, and it was determined that upper step 13 aligner has minor air gaps. Tooth number 8 was evaluated for possible tipping but the photo that was provided we cannot view gumline.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.